Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. The customer reported the lor syringe leaked. The customer returned one 10ml plastic lor syringe and lidstock (reference files (B)(4)). The syringe was visually examined. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. The returned sample was returned to the supplier (preox) for functional testing. No issues were found with the returned sample. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The returned lor syringe was returned to the supplier (preox) for functional testing where no issues were found. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. Based on the supplier's results, no issues were found with the returned sample.

Event description:
It was reported that the plunger of the syringe is dysfunctional. It has a lack of resistance. Clinical consequences: another syringe was used and the medical staff was made aware of this issue that can happen.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the plunger of the syringe is dysfunctional. It has a lack of resistance. Clinical consequences: another syringe was used and the medical staff was made aware of this issue that can happen.